Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 21163732/21086018, model/catalog description: linear 3-4 lead 70 cm. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 21488889, model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients scs did not provide sensation and benefit. The patient underwent an explant procedure. The physician did not suspect device malfunction.